Event description:
It was reported that the patient was not receiving adequate therapy and had no effect from the baclofen despite dose increase. It was concluded there may be a problem with the catheter. A catheter revision was performed. When it was explored, it appeared that the catheter had moved and had come "coiled" and come out of the intrathecal space. The catheter was replaced. After the catheter was replaced, a priming bolus was programmed for both the pump tubing and the catheter instead of only priming the catheter, therefore, giving the patient an overdose. The programming error was only picked up when the patient overdosed. As a result of the baclofen overdose, the patient suffered a cardiac arrest and was admitted to ICU. It was noted that the nurse who did the programming recently attended nurse training modules on pump programming and refills accredited by the (B) (6). It was later noted that the patient was out of intensive care and was in one of the wards.

Manufacturer narrative:
(B) (4).